Event description:
A trilogy 100 ventilator, germany- rental device was returned to a third-party service center for evaluation. There was no allegation of patient harm. The device was not in patient use. During the evaluation, the service technician confirmed error code 189 (err_loss_of_vbatt_li_power) from the device error code log, and the power management printed circuit assembly (pca) needs to be replaced to address this error. Additionally, the service technician noted that the pollen air filter and maintenance label need to be replaced due to preventative maintenance. After the evaluation was complete, the device was scrapped.

Manufacturer narrative:
The reported failure of err_loss_of_vbatt_li_power is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.